Event description:
During angioplasty, after inflation of balloon catheter, balloon was deflated and broke at shaft, leaving a portion of catheter in rt coronary artery. Right coronary artery became occluded and the pt underwent emergency open heart. Currently pt is in intensive care in critical condition.